Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (segments missing) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during investigation, the pump powered on to the verify screen; there were no segments missing in the display. The complaint of missing segments was not duplicated during testing. Unrelated to the complaint, the display was found to be dim with discolored text. In addition, the battery compartment was observed to be cracked from threads to case seal left of grip pad.